Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 7/1/15-pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. Neither operative note was provided and no labs were provided. The complaint was updated on: 7/27/2015. Patient is a resident of (B)(6). Update ad 20 april 2018. (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges elevated metal ions. Added cup, screws and hole eliminator on impacted product since it was indicated that these were removed. Doi: (B)(6) 2008; dor: (B)(6) 2008; (right hip). (B)(4) - 2nd revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.